Event description:
Allegedly, the pt underwent a supra-cervical hysterectomy procedure on (B)(6) 2012 in which a rotocut morcellator was used and 5 days later pathology result came back with myxoid leiomyosarcoma. The pt died on (B)(6) 2013.

Manufacturer narrative:
We learned through our attorney of a new morcellator case that was filed in the (B)(6) on (B)(6) 2015. We have not yet been served. There was no indication of a malfunction of the device.